Event description:
It was reported the programmer kept giving errors. The programmer was returned for service. No patient involvement or complications were reported.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, the programmer passed the functional test. Investigation found several occurrences of an error in a specific device application. It was also noted that the fan was noisy and the power cord bay was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.